Event description:
It was reported that cartridge did not fully snap into pump and caller was unable to reload cartridge successfully. There was no reported impact to the customer¿s blood glucose level. Customer removed pump case, inspected pump and cartridge, removed loose o-ring, cleaned pneumatic area, and later successfully loaded cartridge and resumed insulin after obtaining additional supplies, so technical support closed case.